Event description:
On (B)(6) 2024 a healthcare provider (hcp) reported an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The hcp reported the user ran out of insulin and failed to hear the alerts on their ilet multiple times. The user had a 5-hour window where they ran out of insulin. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user was admitted to the ER at 6 pm on (B)(6) 2024 with a bg level of 785 mg/dl, reporting symptoms of nausea, frequent urination, and elevated ketones. The user mentioned waking up with high bg, changing their site, and taking two separate insulin injections of 15 units each, but their bg did not decrease. The user reported that their infusion set cannula was not bent upon removal and that the issue stemmed from running out of insulin. While hospitalized, the user received treatment with an insulin drip and fluids. They were discharged on wednesday, on (B)(6) 2024, at noon and reconnected to the ilet later that afternoon. Their dexcom g7 continuous glucose monitor (cgm) was in use, and the user reported following their ketone action plan upon detecting high ketones. They confirmed that they were doing better as of (B)(6) 2024.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.